Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted into a patient using a 14f amplatzer steerable delivery sheath. During the procedure the device was re-captured multiple times. After the procedure the patient was on dapt 81/75. It was reported that on (B)(6) 2023, the patient had a circumferential pericardial effusion. The pericardial effusion progressed to cardiac tamponade, which was then drained by pericardiocentesis. The patient is reported to be stable. It is thought that the pericardial effusion was caused by the multiple re-captures of the device during the implant procedure.

Manufacturer narrative:
An event of pericardial effusion and tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but multiple times recapturing of the device may have contributed to the pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Per the instructions for use, directions for use: "the device can be partially recaptured and redeployed a maximum of three times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath.".

Manufacturer narrative:
H6: medical device code 2993 removed.